Manufacturer narrative:
It was reported that a spectrum pump was set up to infuse heparin at 12ml/hr with a head height setup at 24 inches. When shift hand-off was performed it was noted that the bag appeared fuller than it should be. The patient's anti-factor xa assay result was <0.1 "when it had been therapeutic for quite a while prior". Troubleshooting identified that the blue clamp right above the pump was clamped but the machine was not alarming that it was not infusing. Once the clamp was removed, there were drips flowing and the patient's anit-factor assay recovered. No additional information is available.

Event description:
It was reported that a spectrum pump had not been working correctly during a heparin infusion. The device alarmed an unspecified system failure. Upon assessment, it was noted that the bag appeared more full than it should be. Patient's heparin infusion came back at <0.1 when it had been therapeutic for quite a while prior. Upon further investigating, it was found that the blue clamp right above the pump was clamped but the machine was not alarming that it was not flowing. Once the clamp was removed there were drips flowing. This occurred during medication treatment at the patient room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.